Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer called for assistance troubleshooting internal communication error on unit. The unit was switched out successfully. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and found the unit with a -pitch squeal. Took the unit apart and found moisture in the saline. Ordered front-end and power management boards and unit works fine at this time. Ran unit for several hours no issues found report (B)(6), ICU rn, called for assistance troubleshooting an internal communication error on a cardiosave during use. There was no patient harm. (B)(6) reported that they already switched out the console successfully and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.